Event description:
It was reported that there were air bubbles or gaps in the tandem mobi cartridge during pumping. The precise impact on the customer¿s blood glucose was unknown, but the value displayed indicated "high." The customer administered a correction injection via multiple daily injections to address the high blood glucose level. Tandem customer technical support assisted the caller with loading a new cartridge.